Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a stent blockage occurred. Angiography found the previously placed 2.75x32mm taxus express2 drug eluting stent to be "blocked." The pt reported that "the doctor couldn't even get a wire or balloon through there." The pt was treated with an unk medication. Additional info was requested, from the physician, but will not be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.